Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are related to circumstances of the procedure. The failure to cross and stent dislodgment were due to anatomical challenges. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right iliac artery with no tortuosity and heavy calcification. A non-abbott stent was previously implanted in the left iliac artery. An 8.0 x 39 mm otw omni-link balloon-expandable stent system (bess) was advancing up and over the left iliac artery, but the bess could not cross to the target lesion due to tightness around the previously implanted stent and heavy calcification. The omnilink stent became stuck with the non-abbott stent during advancement and the omnilink stent dislodged. The dislodged stent was stuck in the calcium, just proximal of the previously implanted stent. The delivery system was removed and the patient was immediately sent to surgery. The stent was surgically removed without complications. The target lesion was treated. There was no adverse patient sequela and no additional information was provided.